Event description:
The service report shows the customer alleged the 840 ventilator stopped cycling while in use with a patient. They reported no patient harm or injury as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified a vent inop error code in memory, but could not duplicate the reported event. The cse inspected the device and replaced no parts. The unit passed extended self testing.